Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. It was reported that the clip did not deploy off the catheter. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h10: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problems. No problems with the device were noted. The reported event of clip difficult to release from catheter was not confirmed. Investigation found that the device was returned with the clip assembly and the clip could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. It was reported that the clip did not deploy off the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.